Event description:
Per the clinic, the patient was prescribed antibiotics (date not reported) to treat infection and pain around the implant site. The issue was resolved (date not reported), and the implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was injected with kenalog which reportedly relieved the discomfort at the implant site. This report is filed (B)(4) 2012.